Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. A potentially relevant finding was identified; however, it cannot be determined if this is the same failure involved with this complaint without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "2 separate dilators peeled back on themselves during insertions." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number is 9680794-2024-00213.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "2 separate dilators peeled back on themselves during insertions." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number is 9680794-2024-00213.